Manufacturer narrative:
Evaluation summary: we checked the returned unit and confirmed, that the ccd module defective. Based on the result, we concluded that it was caused, due to an excessive force applied on the ccd module. In addition, we confirmed, the angle wire stretched and the coherent fiber bundle (cfb) bucked. However, these are not related to the alleged complaint. Based on the technical report, it was evaluated to submit MDR.

Event description:
Image gets dark, image disturbance during angulation. This event occurred at the time of before use. There was no report of patient harm.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is classified as import for export, therefore 510k is not applicable. Model ec34-i10cl-us is available in the USA with a 510k number k190805.